Event description:
On (B)(6) 2013, the reporter stated that the display screen was blank but the pump was emitting audible tones. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings: a review of the pump¿s history showed multiple call service alarms following a replace cartridge alarm. The display screen was blank after powering on the pump; however the pump emitted audible and vibratory tones. The pump emitted alarms during testing and the alarms could not be cleared. A failure was found on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): revised information was obtained by product analysis on (B)(4) 2014: investigation code was revised for the original investigation results.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).